Manufacturer narrative:
A philips remote product support specialist (pss) spoke with the customer. And identified that philips (B)(4) as intellispace event management (iem) is end of life (eol) and provided the eol notice. The pss joined the customers webex to review the iem logs with the customer. The parsed philips paging. Log review showed the alert(s) sent to event management that were not delivered successfully. Logs show no alerts received for the bed 09b all day 1/26/22. One bed number higher and lower did receive other alerts proving iem was processing as expected. The investigation found that zero patient alarm messages and zero cancelled messages were delivered from unit: 7an with bed: 09b on (B)(6) 2022 6:45am till 5pm est. The customers message logs proved no pager(s) were assigned for this bed. There was no product malfunction; this is considered a user issue as pagers were not assigned by the user. Information was provided to the customer to resolve the issue. No further investigation or action is warranted at this time.

Event description:
Hold smp 2.24it was reported that alarms were not paged for bed 09b on (B)(6) 2022 between 06:45 and 19:00 resulting in a patient death.

Manufacturer narrative:
A philips remote product support specialist (pss) spoke with the customer. And identified that philips careevent as intellispace event management (iem) is end of life (eol) and provided the eol notice. The pss joined the customers webex to review the iem logs with the customer. The parsed philips paging. Log review showed the alert(s) sent to event management that were not delivered successfully. Logs show no alerts received for the bed 09b all day (B)(6) 2022. One bed number higher and lower did receive other alerts proving iem was processing as expected. The investigation found that zero patient alarm messages and zero cancelled messages were delivered from unit: 7an with bed: 09b on (B)(6) 2022 6:45am till 5pm est. The customers message logs proved no pager(s) were assigned for this bed. There was no product malfunction; this is considered a user issue as pagers were not assigned by the user. Information was provided to the customer to resolve the issue. No further investigation or action is warranted at this time.

Event description:
It was reported that alarms were not paged for bed 09b on (B)(6) 2022 between 06:45 and 19:00 resulting in a patient death.